Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose of 525 mg/dl and "cartridge issues". Customer declined troubleshooting from tandem technical support and declined to provide additional specific information.